Event description:
On (B)(6) 2011, pt reported his infusion device shut down without providing an alert or error message when he was sleeping on (B)(6) 2011. Pt woke up and his blood glucose was 460 mg/dl, and he delivered an insulin injection as treatment. His normal blood glucose is 100-180 mg/dl. Pt reported he has changed the battery every day over the past week, and the infusion device continues to shut down without warning. The correct type of battery is used in the infusion device, and the battery cover was changed when the issue first occurred. The alarm history was verified, and the last alarm to appear was an a1 low cartridge alert on (B)(6) 2011. The infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue.